Manufacturer narrative:
Qc and system check data was not supplied. The specimens were collected in 13 x 100, lithium heparin plasma tubes. A field service engineer (fse) was dispatched to the customer's lab: a) the fse conducted diagnostic testing which passed specifications. B) the fse verified instrument per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the synchron lx I 725 instrument. Pt a and b samples were tested for accu tni and results of 8.81 ng/ml and 3.64 ng/ml were obtained respectively. The results were reported out of the lab. The original samples of both pts were re-tested and the repeated results were lower: 0.42 ng/ml and 0.04ng/ml for pt a. Two (2) results of 0.05 ng/ml for pt b. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.